Manufacturer narrative:
Analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller issue thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an external device. The caller (mdt rep) reported the wireless recharger (wr) lights were flashing / blinking and they were unable to be reset the device. The caller reported this occurred immediately after taking out of box. The caller believes they attempted to take out of shipping mode correctly, but the wr was not acting correct from the beginning. The wr was unable to be paired to the app, so recharge logs could not be obtained. Technical services sent caller the return shipping address and sent repair a return notification. The wr does not belong to a patient (as this was an out of box issue). There was no patient involvement in this event.